Manufacturer narrative:
Corrected information provided in g1 manufacturing site information.

Event description:
It was reported that this patient underwent a surgical procedure to replace a tactra malleable penile prosthesis with a new device. No patient complications were reported.

Event description:
It was reported that this patient underwent a surgical procedure to replace a tactra malleable penile prosthesis with a new device. No patient complications were reported.